Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon receipt of the device for evaluation, it was discovered that the initially reported product code was incorrect. The device is not sold in the u.s. And has no gtin or 510(k) number. This record has been updated to reflect the updated information. The valve was returned for evaluation. The valve was visually inspected: no problem noted. The valve passed occlusion, leak, and reflux testing without issue. The valve was then pressure tested and passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on evaluation of the device, the reported issue could not be duplicated. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
Patient admitted with csf hypotension due to loss of valve pressure control. The valve was withdrawn from the patient. The problem occurred after 5 years of valve implantation.